Manufacturer narrative:
The reported unanticipated therapy and oversensing were not confirmed in the laboratory. It is believed that the unanticipated therapies were caused by the lead dislodgement. The functionality of the device was tested and found to be normal. There was no indication of sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form was received.

Event description:
It was reported that the patient received multiple shocks due to ventricular oversensing of noise. The patient went into vf while in the ER, required external defib. The patient was coded for approximately 7 minutes. The device was explanted. Patient was stable after procedure.